Event description:
The customer reports that the mx40 has a speaker malfunction and it cannot be confirmed if the device has any audible sound. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility. The repair technician evaluated the device and found that the device had a speaker malfunction causing the device to produce a quiet sound. The speaker was replaced.